Manufacturer narrative:
The reported change from a mandatory ventilation mode to standby did happen due to an user action and not by means of a device malfunction. Any change of device settings or operating modes follows a two-step "select/confirm" concept. The standby mode is clearly recognizable. The device is in use since the reported event, no device malfunction occurred. Our complaint files do not contain any similar event with an apollo device.